Event description:
Medtronic's morphine pain pump - implanted abdominal area, catheter into spine for delivery. Number 1: even though the pump is inert (claimed by medtronics), when the area covering the device was lightly impacted (wooden gate and door), bruise developed which then became a scab and eventually fell off to reveal the pump - could see it. Number 2: this happened twice in the 5 years I had the pump installed. First time required 5 days hospitalization because of (B)(6). Number 3: second time it occurred, chief surgeon at (B)(6), required my doctor (dr. (B)(6)) to remove the pump location into the spine is still in me and was never removed. Number 5. Why does a supposed inert device with no history, as told by medtronics, of rejection get rejected not once, but twice. Maybe there needs to be a minimum depth of insertion or possibly moving it away from the frontal abdominal area. Number 6: needs to be looked into before someone else suffers.